Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention procedure, a balloon rupture occurred. The lesion location was unknown. The physician attempted to inflate the balloon of the 3.00x15mm emerge monorail catheter "through the stent struts." During inflation, the balloon ruptured. The number of inflations and to what atms was unknown. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was further reported that access was obtained via femoral artery. The 90% stenosed calcified lesion was located in the moderately tortuous first diagonal of left anterior descending artery. Upon first inflation, the balloon ruptured at 12 atmosphere. The device was successfully removed from the patient and the device removed was intact.